Manufacturer narrative:
(B)(4). This report is being submitted to relay on initial information and investigation results. Unknown date in 1996. Concomitant medical products: unknown, unknown liner, unknown, unknown, unknown cup, unknown, unknown, unknown stem, unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 00770, 0001825034 - 2018 - 00771, 0001825034 - 2018 - 00772.

Event description:
It was reported that the patient underwent total hip arthroplasty. Subsequently, the patient's bone is wearing away, and there is a gap. Additionally, the head is not seating properly. Attempts have been made and additional information on the reported event is unavailable.